Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed via manual insulin injection. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer reverted to an alternate method of insulin therapy.